Event description:
Lead remains implanted. Rep reported noise on the lead causing inappropriate vf detections and shock. Home monitoring data shows noise beginning around (B)(6) 2021 as seen on the short rv interval graph and device recordings. Other lead stats remain consistent, lead impedance has dropped slightly in the past month. Patient is being brought to ER for evaluation. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2021 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.